Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0235560v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the neurostimulator (ins) going dead, patient not feeling stimulation, shocking under the ribcage and the lead being dead/not working wasn't determined. The rep reported that the device was turned off and the patient followed up with a neurosurgeon and would be getting battery replacement on (B)(6) 2018. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that his ins must have gone off in the night and he stated it is the first time the ins has gone dead. Caller states when he got up this morning and checked his ins it was not on. He immediately charged the ins. He just finished charging the ins and he checked the ins with the pp and it shows the ins is on, set on program d 1.50v. He is not feeling any stimulation. The ins was normally shocking him under his ribcage on the right side. This occurred back in (B)(6). An exact date was not provided. Caller states he has tried changing the program and increase stimulation and nothing is working. Programmer showed that the stim was on. Patient was asked to try increase the stimulation. The caller had increased all the way to 6.0v and he is not feeling anything. Later, rep reported that patient had an appointment for reprogramming session the next day. No further complications were reported/anticipated. (B)(4).

Manufacturer narrative:
Product ID (B)(4) lot# j0235560v implanted: (B)(4) 2003: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device for the patient's lower right leg was not working. The patient said they woke up and the device had stopped working for their right leg. The patient said a manufacturer representative (rep) came to the healthcare professional's office on tuesday morning ((B)(4)) and told the patient that the leads are "dead" and are not working at all. The patient said they were in excruciating pain. No further complications were reported/anticipated.